Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for "no disposable, pump won't run". No adverse patient effects were reported.